Event description:
It was reported that the universal oscillating saw attachment pins broke when in use, all pins had been accounted for. There was no harm or delay reported, and procedure was completed with an alternate device. It was reported that surgery time was extended by an unspecified amount of time.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A f/u medwatch will be submitted once the device has been returned and the investigation is complete.